Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported from austria that the patient experienced two "unusual" alarms of the controller. A controller exchange was performed and the patient received a replacement device from the site due to controller fault alarm. There was no reported patient injury as a result of this event. Controller (B)(4) was returned to the manufacturer for evaluation. The controller passed visual inspection and functional testing. There were no log files available around the event to confirm the reported alarms. The most probable root cause of the reported event cannot be conclusively determined since the device operated per specifications. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation the instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the controller had two "unusual "alarms. A controller exchange was performed due to controller fault alarm. The device was removed from service and the patient was issued a replacement. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.